Manufacturer narrative:
Device failure suspected.

Event description:
It was initially reported by the surgeon that during a generator replacement surgery to address end of service, high impedance was received when the replacement generator was connected to the existing lead. Diagnostics were not performed on the explanted generator prior to surgery because the generator was at end of service and unable to communicate. Generator diagnostic were run on the replacement generator and results were within normal limits. The pt had the generator and lead replaced at a later date. Good faith attempts to gain more info as well as product return of the explanted lead and generator have been unsuccessful to date.